Event description:
It was reported that an on-q cb004 was hooked up to IV tubing and infused local anesthetic to the patient for approximately 2 hours. The patient did not acquire any toxicity issues and had a positive outcome. The pump was discarded.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. Per the directions for use, (1304265, rev. G), "on-q is not intended for intravascular delivery." Catheter site label (1305466, rev. C) is included with all I-flow pumps stating, "catheter site - no IV access". If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.